Manufacturer narrative:
D2b: pro code (product code): fge, lit. G4: premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that balloon rupture occurred. A 7.0 x 60, 75cm mustang was advance for dilation. It was noted that the balloon was ruptured. There were no patient complications as a result of this event. It was further reported that the 100% stenosed target lesion was located in the severely tortuous and severely calcified arteriovenous fistula (avf). The balloon ruptured upon second inflation for 1 minute.

Manufacturer narrative:
D2b: pro code (product code): fge, lit. G4: premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that balloon rupture occurred. A 7.0 x 60, 75cm mustang was advance for dilation. It was noted that the balloon was ruptured. There were no patient complications as a result of this event.

Event description:
It was reported that balloon rupture occurred. A 7.0 x 60, 75cm mustang was advance for dilation. It was noted that the balloon was ruptured. There were no patient complications as a result of this event. It was further reported that the 100% stenosed target lesion was located in the severely tortuous and severely calcified arteriovenous fistula (avf). The balloon ruptured upon second inflation for 1 minute.

Manufacturer narrative:
D2b: pro code (product code): fge, lit. G4: premarket / 510(k) #: k141521, k141597. Investigation results: a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured approximately 42mm in length and extended from a position 6mm distal of the proximal markerband to 11mm proximal of the distal markerband, which confirms the event. Device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was completed and confirmed that the event of balloon- material rupture was defined in the risk documentation and is documented accordingly in the prr. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "adverse event related to patient condition".